Event description:
It was reported that the patient presented in clinic for follow up. It was noted the pacemaker exhibited backup vvi operation. The reason for the backup could not be determined. The device function was restored with technical support team. Patient was stable.